Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. The cause of the helix mechanism issue was isolated to the helix being clogged with blood and overtorque of the inner coil. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high pacing impedance and high capture threshold. It was also noted that the helix screw did not deploy. The ra lead was replaced. Patient was in stable condition.